Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements. An alert for tachycardia mode set other than monitor plus therapy was also noted. It was confirmed the tachycardia therapy was disabled intentionally. Additional information was received that the device and the lead continued to exhibit high out of range shock lead impedance measurements. No adverse patient effects were reported. The device was deactivated. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.